Event description:
The unit was returned by the customer for an unrelated complaint with no reported patient harm. During service evaluation, it was discovered that the unit's audio alarms did not work. The unit was sent to engineering for analysis where it was determined that the speaker wire broke creating an open condition. The unit was then returned to service for performance and electrical testing where the speaker assembly was replaced to correct the problem. There was no patient involvement.